Manufacturer narrative:
H6: codes have been updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient (pt). The pt, the cause of the stimulation turning off, was due to the patient being in the hospital. And did not have their charger. Steps taken were the pt recharged their device. And this resolved the issue.

Manufacturer narrative:
B3: event date is date valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had an accident and fell on their back on (B)(6) 2023 and had an MRI done and there was nothing wrong with the ins. Pt noted their stimulation was off and was automatically turning off for 3 weeks now. Pt noted they had a cat scan done and was told there was bone on bone and was not sure if they would need more back surgeries. Pt spoke to mdt reps via phone today about the issues. Patient services specialist helped the patient turn their stimulation on and confirmed their stimulation was turned on and the ins battery was at 80%. Agent reviewed the stimulation would automatically turn off when their ins battery was too low. Agent confirmed pt didn't have the adaptive stimulation feature. Pt mentioned they had a previous ins (agent didn't ask if ins was replaced due to normal battery depletion due to the previous ins not being rechargeable). Patient service specialist reviewed the external equipment was functioning as intended. Agent suggested the pt continue to monitor their stimulation and follow-up with their hcp if the stim ulation would turn off automatically even when the ins was charged.